Manufacturer narrative:
This event was identified as a duplicate to submitted regulatory report # 2025587-2019-02979. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the valve in valve was due to the initial valve not being operational. Implant of the second valve resolved the issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The valve remains implanted therefore no product analysis can be performed. Without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, it was reported that the patient had two valves implanted. One valve was in the abdominal aorta and the other valve was in the proper position in the annulus. It was unknown why two valves were implanted. No additional adverse patient effects were reported.